Manufacturer narrative:
Analysis if the implantable neurostimulator (s/n (B)(4) found no anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the new ins was connected to the lead and all impedances were ¿out¿ and over 10k ohms. The rep checked a couple of different reference electrodes. The lead was tested in a wens and those impedance values were fine, but ultimately the physician wanted to implant a new ins. The rep suspected the hcp was jamming or kinking the leads into the header block. The ins was going to be returned for analysis. No symptoms or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.